Event description:
It was reported that a patient underwent a right tibiofibular fracture open reduction surgery+steel plate internal fixation surgery on (B)(6) 2024 and suture was used. The patient was admitted with the main complaint of swelling and pain in the right calf accompanied by restricted movement for 1 hour. Preliminary diagnosis: traditional chinese medicine diagnosis: fracture disease (gas slip and blood stasis), western medicine diagnosis: lower right tibia and fibula fracture. At admission, t: 36.0, p: 79 times/minute, r: 20 times/minute, p: 135/87mmhg. On the ninth day of admission, the patient underwent surgery for "lower right tibia and fibula fracture". During the treatment, the doctor used sutures to suture the skin without any other discomfort. Three days after surgery, the affected area was cleaned and the dressing was changed. The surgical incision on the lateral malleolus cracked and the tissue was exposed. Re suture under local anesthesia and clean and change dressing. This incident has resulted in a prolonged postoperative recovery time, prolonging the recovery time of the patient's affected limb, which may lead to the risk of infection in the affected limb in the later stage and increase the risk of restricted limb movement in the later stage. After removal and replacement, the patient's vital signs remained stable. T: 36.5, p: 85 times/minute, r: 20 times/minute, p: 140/80mmhg. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The following information was requested but unavailable: please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?